Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. All process steps were completed per manufacturing procedures, inspection procedures. Product passed all required inspections at both end product and subassembly levels. As reported an intra abdominal fascial closure was achieved prior to pulling the tube up through the abdominal wall and there was scar tissue from a previous surgery. This may have caused additional stress on the inflation tube when pulling through the abdomen. Although the information provided suggests the root cause could to be related to user technique and patient habitus (pre-closing the defect / scar tissue), without a sample for review no definitive conclusion can be made. Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported on 03/17/2017 the customer was using a bard ventralight st w/ echo and upon pulling up the tube for initial positioning; the yellow retainer piece (anchor) came loose and slid down the tube to skin level. The inflation tube was pulled back into the abdomen and the anchor had slid down the inflation tube but was still attached. There were no adverse patient concerns and the case went on smoothly. The procedure was reported to have been a robotic ventral hernia repair performed by a surgeon who has experience using the echo device. As reported there was tension in the area in which the inflation tube was being pulled which may have contributed to the issue. There was scar tissue from a previous surgery and an intra abdominal fascial closure was achieved prior to pulling the tube up through the abdominal wall.